Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after about 10 hours of use of a transparent dressing (for bedsore prevention), patient complained of itch. Red macular papules appeared. Ketoconazole was applied locally. The rash disappeared 1 day later. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be related to procedural technique or underlying patient conditions. A clinical investigation concluded; without the requested clinical information, photos, or device, the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated after ketoconazole was applied locally, the rash disappeared a day later. Therefore, no further clinical/medical assessment is warranted at this time. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.